Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a routine follow-up, the atrial lead exhibited unacceptable threshold and auto mode switch episodes due to oversensing. The lead remained implanted and the patient was in good condition.